Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded noise signals, apparently due to oversensing of a concomitant left ventricular assist device (lvad) the patient has been recently implanted with. Technical services (ts) suggested that with a concomitant lvad, the alternate vector configuration is preferred if possible, and because noise signals have an impact on tachy detection, ts recommended to consider doing an induction test to ensure proper ventricular fibrillation sensing. Reportedly, the s-ICD system has been reprogrammed to alternate vector configuration and turned off until the patient recovers from the lvad implant surgery. Once the patient recovers, the s-ICD system will be turned on and maneuvers will be performed to ensure there is no noise on the alternate vector. The induction test will be hold off until further notice. This s-ICD remains in service and no additional adverse patient effects were reported.